Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the ophthalmologist, who reported that no event ocurred and cataract surgery was normal with no complications.

Manufacturer narrative:
Evaluation summary: the root cause for the reported complaint appears to be a coincidental event that was unrelated to product as per the reporter, the device did not cause/contribute to the event.(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. A root cause cannot be identified. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported impaired vision after unilateral intraocular lens (iol) implantation. The consumer described difficulties seeing red numbers on the alarm clock. The figures used to be shiny and were dull after implantation and the space between the alarm clock and the face was black before and grayish after implantation. The consumer also experienced glare sensitivity. According to the consumer, the symptoms had not improved in the two weeks after surgery. The consumer visited different ophthalmologists who noted that the eye was healing well without inflammation and indicated that more time was needed for visual improvement. One of the ophthalmologists also described "weak grooves". The consumer did not now if they were within the lens or not, however he reported not noticing any grooves in his vision. Additional information was provided by the consumer. He reported worsening of vision in the eye that underwent surgery, described as looking through gray haze also in daylight illumination and glare sensitivity that became apparent when looking out of the window. The consumer described that background brightness appeared like a bright fog and he needed to cover with this hand. The consumer also reported experiencing a "blindness impression" in the operated eye, as if the eye "did not do its job". The consumer sought medical advice from the doctor who performed medical pre-examination. The result was a postoperative visual acuity similar to preoperative values. The consumer related postoperative visual acuity results to his ongoing condition of age-related macular degeneration and clarified that this was expected and explained to him before surgery. Post-surgical examination showed a good time course of physical healing. The consumer provided the ophthalmologist's contact details. Additional information has been requested but not received to date.

Event description:
Additional information was provided by the consumer who reported differences in size of the pictures he sees. One eye showed the letters twice as big. Per the patient, several physicians were not able to explain this to him. The consumer was not satisfied with the implanted iol and reported thoughts of suicide, depression and paranoia.